Event description:
A US distributor contacted ZOLL to report that a patient passed away on (b)(6) 2026 while reportedly wearing the LifeVest.A patient received 1 appropriate shock during VF.The arrhythmia was converted to a slower rhythm.Five additional inappropriate shocks were delivered.Oversensing of cardiac activity contributed to the false detection.The response buttons were not pressed during the event.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.